Event description:
The customer reported the ventilator alarmed and shut off. The customer reported the unit was not in use; therefore, there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported to pse codes noted in the device diagnostic history, which indicated an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Pse advised the biomedical engineer evaluate the data acquisition pcb board for replacement to address the reported problem, and provided repair information.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.